Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the nurse noted that the side channel piece that attached to the brain started to smoke. The nurse immediately turned off the pump and unplugged it. The device tagged and sent to biomed for analysis." The customer reported the channel started to smoke at the connection point to the pc unit, and the nurse turned off the pump, unplugged the device, and sent it to biomed for analysis. Unspecified intervention was provided. Although requested, no further patient or event details were provided and there was no other report of patient harm.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the nurse noted that the side channel piece that attached to the brain started to smoke. The nurse immediately turned off the pump and unplugged it. The device tagged and sent to biomed for analysis." The customer reported the channel started to smoke at the connection point to the pc unit, and the nurse turned off the pump, unplugged the device, and sent it to biomed for analysis. Unspecified intervention was provided. Although requested, no further patient or event details were provided and there was no other report of patient harm.